Event description:
It was reported that an hls 7050 set made a "grinding sound" shortly after priming which sounded like it originated from the centrifugal pump of the hls set. It was further stated that shortly after the grinding sound started the cardiohelp-I elicited an alarm stating the hls set was not connected to the drive. The specific error was not cited. The customer reported the hls set could not achieve enough flow. The customer also reported the hls set was properly seated within the cardiohelp-I pump well (drive). The set was not connected to a pt. Another hls set was placed on the cardiohelp-I to replace the initial one. The second hls 7050 set was free from any grinding sounds and functioned as expected. Ref: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be provided when add'l info becomes available.